Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The video of fluoroscopy demonstrates a rocking movement of at least 50% circumferential dehiscence of inspiris valve from aortic annulus. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 21mm aortic valve implanted for two (2) years, three (3) months is failing. It was reported patient underwent emergency pacemaker placement and now they are trying to determine how to treat valve. The valve was reported to be dehisced.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b7, h6 codes type of investigation and investigation findings.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was due to patient factors and progression of patient underlying valvular disease.